Event description:
It was reported that 14 solar 8000 monitors froze simultaneously. During this time, waveforms stood still and all of the trim knobs on the solar 8000 monitors were unresponsive. All 14 monitors were being viewed at a single cic. The issue was resolved temporarily when the care unit was isolated from the rest of the network. The issue recurred 4 days later and was resolved by replacing the cic in question with a loaned cic. There have been no recurrences of the issue since the cic was replaced. Based upon the information available at this time, it is presumed that the cic may have contributed to network disturbance seen at the solar monitors. There was no reported patient injury. Ge healthcare's investigation into the reported occurence is still ongoing. A follow-up report will be issued when the investigation has been completed.